Event description:
A customer contact baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during patient use during drain. The technical service representative (tsr) explained alarm to the home patient (hp). The hp said that the patient line became disconnected during drain. The tsr assisted hp to get readings and retrieve cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The sample was not returned for evaluation.